Event description:
It was reported that during suturing, the suture and needle broke intra-operatively, and suturing could not be completed with the original anchor. An additional anchor was inserted to complete the procedure successfully. The original anchor was evaluated and left in place. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.